Event description:
It was reported that during pre-testing, it was observed that the motor device was making a ticking noise and would not run. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated and confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device had a loose connector nut shell and swivel assembly. It was determined that the loose swivel and connector shell joint separation was due to a lack of loctite threadlocker adhesion to the threaded mating inner swivel and connector shell components. The assignable root cause was determined to be due to misassembly during manufacturing. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.